Manufacturer narrative:
Result: side rail carrier.

Event description:
It was reported by service report that the left foot side rail would not lock in the up position. No patient involvement or adverse consequences are reported.